Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the needle broke off in the injection site, ultrasound done, the doctor saw the needle but was unable to remove it. The following information was provided by the initial reporter: consumer reported that the needle broke off in the injection site. Consumer said that she went to the ER and had an ultrasound done, the doctor saw the needle but was unable to remove it. She stated that the doctor did the incision but it appeared that the needle moved or shifted. No other information was provided, no serious injury.

Event description:
It was reported while using the bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the needle broke off in the injection site, ultrasound done, the doctor saw the needle but was unable to remove it. The following information was provided by the initial reporter: consumer reported that the needle broke off in the injection site. Consumer said that she went to the ER and had an ultrasound done, the doctor saw the needle but was unable to remove it. She stated that the doctor did the incision but it appeared that the needle moved or shifted. No other information was provided, no serious injury.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.